Manufacturer narrative:
Follow up 14-jul-2016: legal claim was received from lawyer on behalf of plaintiff. She was implanted on or about (B)(6) 2010. After being implanted with essure, this plaintiff suffered from severe and permanent injuries. Essure model was updated from 205 to 305. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding and passing large blood clots. She opted for partial hysterectomy to remove the devices. Upon receipt of follow-up information, this case became legal. This event, seen as genital bleeding, is serious due to medical importance and hospitalization (not specified per reporter). Also, the event is listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the suggestive temporal relationship, causality with suspect insert cannot be excluded and since an intervention was required, this case is regarded as incident. Other non-serious events were informed. Based on the available information no product quality was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up 10-feb-2016: the number of follow up attempts have been completed, without response to date. No new information was provided. Follow up 08-mar-2016: no new information was provided. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and about a year or so after having the essure placed, she presented heavy bleeding and passing large blood clots. She opted for partial hysterectomy to remove the devices. This event, seen as genital bleeding, is serious due to medical importance and hospitalization (not specified per reporter). Also, the event is listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the suggestive temporal relationship, causality with suspect insert cannot be excluded and since an intervention was required, this case is regarded as incident. Other non-serious events were informed. Based on the available information no product quality was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. No further information is expected.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (mw5055981) in united states on 22-oct-2015 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2005; lot number 20210352. The consumer reported that shortly after having the procedure she switched her gynecologist. Her follow up procedure, hsg (hysterosalpingogram) was performed by her new physician. She reported about a year or so after having the essure done, she began to feel terrible, she became fatigued, side pain (mostly on the left side), back pain, extreme acne, depression, heavy bleeding and passing large blood clots, and she began to have terrible pms (pre-menstrual symptoms) worse that what she had ever experienced. She talked to her doctor after she could not take it anymore and she suggested a procedure called an endometrial ablation or a partial hysterectomy, the consumer opted for the surgery that would get her back to work sooner. She mentioned it helped for a while and then gradually it seemed like the symptoms have returned stronger than ever with even more issues on top of them. She had the surgery on (B)(6) 2015 to remove the devices. She reported albuterol inhaler (as needed), cetirizine and singular as concomitant medications. Hospitalization was ticked as event outcome per consumer but not specified neither described . The product technical complaint investigation results which ptc number is (B)(4) was received on 15-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product test for this lot was performed per requirements and product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no usual pattern identified. Follow-up received on 17-nov-2015: consumer confirmed her address and she is available to received the questionnaire. Also she gave consent for contact her doctors. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and about a year or so after having the essure placed, she presented heavy bleeding and passing large blood clots. She opted for partial hysterectomy to remove the devices. This event, seen as genital bleeding, is serious due to medical importance and hospitalization (not specified per reporter). Also, the event is listed in the reference safety information for essure. Considering genital bleeding may occur during essure use and the suggestive temporal relationship, causality with suspect insert cannot be excluded and since an intervention was required, this case is regarded as incident. Other non-serious events were informed. Based on the available information no product quality was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. Further information has been requested.